Event description:
It was reported that tandem mobi pump battery would not charge even though customer used company charging pad, cable, and wall adapter with logos correctly aligned. There was no reported impact to the customer¿s blood glucose level. Customer was instructed by technical support to plug wall adapter into outlet known to work and leave it connected for at least 30 minutes to see if pump would begin charging. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.

Manufacturer narrative:
Updated medical device problem code, component code.